Event description:
It was reported that a loss of telemetry monitoring occurred when the telemetry signal was lost at the cic (central station). It reportedly took approx 20 minutes to admit the pts to another cic. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.

Manufacturer narrative:
The initial reporter's occupation is unk.